Event description:
It was reported that "surgeon went to use bone drill with omega, drilling in the shaft. First hole, all was fine. After drilling the second hole, surgeon pulled it out and it was noticed that the drill bit was uncoiling. Rep was not informed of the incident until (B) (6) 2009".

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.